Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-25331, 2017865-2020-25332. It was reported the patient presented with a red and itching implant site. Upon inspection, it was observed there was an infection. The system was explanted without issue. The patient was stable.